Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump was not finding sensor. Customer's blood glucose was 529 mg/dl and was treated with bolus delivery. Customer declined troubleshooting for high blood glucose. After troubleshooting for finding sensor, it was found that sensor age was over six days. No further information provided.